Manufacturer narrative:
(B)(4). A sample will not be returned for evaluation.

Event description:
It was reported the catheter was being placed into the right basilic vein of a patient with the use of vps. A blue bullseye was obtained and a chest x-ray was not ordered. After the catheter was in use a few hours, the attending physician ordered a chest x-ray. The catheter was in the patient's right atrium. As a result, the catheter was pulled back 4cm. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Additional information: the reported complaint was confirmed through evaluation of an x-ray image and a data case provided by the customer. The sr. Algorithm scientist performed a review of the saved procedure dataset and concluded that the event was mainly due to a lack of compliance to the operator's manual, specifically continuous advancement of the catheter/stylet even after a clear blue bullseye was displayed. A review of manufacturing records did not yield any relevant findings. Based on these results, use error caused or contributed to this event. A customer in-service has been requested.